Manufacturer narrative:
The reported complaint was confirmed by lab analysis. Upon investigation by the svc repair tech (srt), the power supply was found to be working to specification but further investigation found the capacitor c111 on the auxiliary board had shorted and charred. In addition, the shorting of c112 and c110. The product will be sent to svc to be brought to mfrs specifications before being returned to the customer.

Event description:
It was reported that the blood parameter monitor (bpm) wouldn't turn on. No other details regarding the nature of this event were provided.